Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of an abdominal aortic aneurysm on event date in a pt. It is reported that the pt's anatomy revealed a fairly short (13mm) infrarenal aortic neck, long straight iliacs and an infrarenal abdominal aortic aneurysym measuring 5.5cm in diameter. The bifurcated stent graft was placed through a 22 french sheath and positioned at the inferior portion of the left renal artery. An angiogram confirmed the proper location of the stent graft. The stent graft was then deployed; however, deployment in the right common iliac artery became difficult. The physician reported that during the deployment of the main bifurcated stent graft, he was unable to extract the delivery catheter once the device had been released to the distal radio opaque marker. At this point for stabilization, the left limb of the bifurcated stent graft was then placed. A guide wire was inserted into the "gate" of the stent graft. An exchange catheter was placed and the guide wire was exchanged for an amplatz super stiff wire. A 16 french sheath was placed over the wire and a 14mm x 11.5cm aneurx stent graft was placed across the proximal portion of the gate and then partially deployed. With partial deployment to use as a lever to keep the proximal portion of the graft in place, attempts were then made to dislodge the right limb of the stent graft. It is reported that with great difficulty, the right limb of the graft was eventually deployed; however, in the process of deploying the stent graft, it appeared to migrate approximately 1 to 1.5cm inferiorly, which covered the right hypogastric artery. At this point the left limb was fully deployed. An angiogram demonstrated a separation of approximately 1.5cm from the lower portion of the left renal artery and the top of the main body of the stent graft. A 24mm aortic extender cuff was then placed directly at the level of the inferior portion of the left renal artery. The aortic cuff was deployed approximately 50% in the main body of the graft, which appeared to be, located almost 1cm above the flow divider in the main body of the stent graft. A 25mm angioplasty balloon was placed up the right limb of the stent graft and inflated to two atmospheres of pressure. There appeared to be visual apposition of the cuff to the bifurcated stent graft. A post dilitation angiogram demonstrated a small leak at the junction of the aortic cuff and bifurcated stent graft. The angioplasty balloon was then placed up the left iliac limb and inflated again to two atmospheres. An angiogram performed revealed no evidence of the proximal endoleak and there was no evidence of an inferior endoleak. The right limb of the graft was crossed over the right hypogastric artery. It is reported that the patient tolerated the procedure well and returned to the recovery room in satisifactory condition. There are no additional clinical sequelae related to this complaint.

Event description:
Additional info after translation and review of physician reports revealed that the pt had a history of chronic leukemia. The physician reported that the pre-op CT scan demonstrated that there was a post-renal aneurysm with an upper neck measuring approximately 0.8" (20mm) in its longest axis, and measured 2.6" (65mm) in diameter. The scan showed that the aneurysm did not appear to extend to the common iliac arteries, except at the junction with the common iliac arteries. It was stated by another physician that it was concerning the lack of having a coronary angiography before implant. In 2000, the pt experienced sudden, painful symptoms requiring a CT scan, which confirmed a lateral rupture on the right-hand side. The CT report concludes that the endoprosthesis is located in an aneursym measuring 3.9 (10cm) in diameter, with kinking between prosthesis and its branches. Presence of primary leak from the upper, posterior neck spreading into the entire aneursymal sac. The aneurysmal sac burst in the right retroperitoneum in which presence of a voluminous hematoma indicates a ruptured aneurysm in the right lateral region associated with a hemo-reptroperitoneum. The pt was taken emergently to the operating room for open surgical conversion. After the conversion and the pt was being sutured, the pt experienced cardiac fibrillation. The pt received 2 external electric shocks and then developed electromechanical dissociation and the EKG indicated myocardial infarction. The pt could not be resuscitated and the pt expired. Medtronic ave performed macroscopic and microscopic eval of this explant. These macroscopic and microscopic examinations were intended to determine the presence or absence of stent graft deformation (ie, kinks), gross graft material damage, exposed or visible stent rings, suture breakage or damage, tissue incorporation, and fractures of the stent rings. Exponent failure analysis associates ("exponent"), an independent firm, with considerable experience in performing sophisticated failure analyses, performed additional, detailed examination of this explant. This info allowed more precise eval of the condition of sutures, stent rings, and graft material. It also provided a better understanding of the characteristics and likely root cause of observed damage to the device. Additionally, medtronic ave obtained expert medical review of its investigational findings. From the findings, it was evident that this device was implanted in a pt with severe neck angulation and over-sizing. The pt had a proximal aortic neck with 18-20mm diameter with severe anterior-posterior angulation (80 to 90 degrees) and bilateral iliacs dilated with significant disease. The pt was implanted with a 28mm stent graft. Thus, this pt had excessive over-sizing and "aaa" exclusion.